Manufacturer narrative:
Batch review performed on 20 may 2019 lot 131797: (B)(4) items manufactured and released on 22 july 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold with another similar reported event ((B)(4)). Additional component involved: lot 132206: (B)(4) items manufactured and released on 05-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event. Manufacturing process review performed by the manufacturer the event has been notified to the ceramic supplier on the 2 may 2019. On the 3 may 2019 ceramtec inserted the complaint in his system with code (B)(4). On the 3 may 2019 the ceramic supplier reported as follows: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Due to a lack of ceramic parts further investigations cannot be done.

Event description:
About 5 years and 5 months post primary the surgeon revised the patient for a suspected infection. Infection found at soft tissue level. The surgeon revised successfully all the components and implanted an antibiotic spacer [pathogen: staphylococcus aureus].